Event description:
It was reported that decreased r-wave amplitude was observed during a follow-up. The lead was repositioned, and the r-wave amplitude stabilized. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).